Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the lv threshold test, t-wave oversensing was observed. It was unable to measure the t-wave. No oversensing seemed to occur during normal pacing and sensing. Programming changes were recommended. There were no adverse consequences to the patient.